Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 03/20/2025 between 9 and 10 pm, the cgm alerted for a reading of 2.2 mmol/l and consumed cranberry juice, raw honey, and chocolate. Shortly after, he developed sweating and indecisiveness, prompting an ambulance call by a guy from retirement community. Within five minutes, a fingerstick glucose test revealed a rapid increase to bg reading 11 mmol/l. Emergency medical personnel administered medication (details unknown). The patient was then hospitalized for four days due to a prior illness not related to dexcom. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.